Event description:
The customer reported that the pacs extend for powerscribe is opening the wrong record for reporting of the exam. There was no reported pt injury associated with this event.

Manufacturer narrative:
A follow-up report will be filed when the investigation is complete. (B)(4).